Manufacturer narrative:
As indicated, the user facility reported that a leak was observed coming from the blood-gas oxygenator which resulted in approximately 200 cc amount of blood loss. The surgery was completed successfully. Terumo has obtained the actual device that was used in the procedure and performed evaluations with the suspect device. It is our determination that a leak within an integral connector was related to the event; which was most likely caused by excessive shock to the unit during transit and handling.

Event description:
On (B)(6) 2009, it was reported by a user facility (B)(6) to terumo cardiovascular that during a cardiopulmonary bypass procedure, a blood-gas oxygenator was leaking from the pvc tubing which resulted in approximately 200 cc amount of blood loss. The patient was not injured as a result of the event and surgery was completed successfully.